Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the right atrial (ra) lead exhibited intermittent undersensing. The leads remained in use. Additional information received reported the patient later expired in a manner unrelated to the device system.